Manufacturer narrative:
Philips service reloaded the system software and replaced the geo module wp kit, restoring geometry movement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was not happening, and the system software was reloaded on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.